Event description:
It was reported that the system 9600's display monitors would remain blank and would not completely initialize. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the hard disk was corrupt. The hard disk was replaced and new software was reloaded. The system was tested and found to be working as intended and placed back into service.